Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Ob nurses attempted to discontinue the catheter after delivery and said it would stretch but not come out. A physician was contacted he positioned the patient and when he pulled the catheter it snapped leaving the tip in the patient's back. The neurosurgical department was contacted and they plan to remove the piece surgically next week. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-100d; rev. 3, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. No lot number was provided. A device history record other remarks: review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the catheter breaking could not be determined based upon the information provided and without the sample.

Event description:
Ob nurses attempted to discontinue the catheter after delivery and said it would stretch but not come out. A physician was contacted he positioned the patient and when he pulled the catheter it snapped leaving the tip in the patient's back. The neurosurgical department was contacted and they plan to remove the piece surgically next week. The patient's condition is unknown at this time.